Event description:
It was reported that the scissors are hooking to the trocars. Eight devices (scissors insert cev607 6pk dia 5mm) were returned to mxi for evaluation. There was no reported patient impact.

Manufacturer narrative:
Concomitant products: cev607 (manufacturing lot # 111103; devices not repaired; quantity 3) - manufacture date: november 2011. Cev607 (manufacturing lot # unknown; repair lot # sav 12/11; quantity 1) - manufacture date: unknown. Cev607 (manufacturing lot # 04/03; repair lot # sav 11/09 quantity 1) - manufacture date: april 2003. Cev607 (manufacturing lot # unknown; repair lot # sav 02/11; quantity 1) - manufacture date: unknown. Cev607 (manufacturing lot # 111206; device not repaired; quantity 1) - manufacture date: december 2011. (B)(4). Result code: stress problem (B)(4) this FDA code (B)(4) is not available on our system. (B)(4) devices (scissors insert cev607 6pk dia 5mm) were returned to mxi for evaluation. Analysis indicated that the instruments have various traces of impact on the sheath and the blades. The sheathing has been probably damaged after some shocks or abrasion during the use or reprocessing. The blades of the instruments are also blunt and require sharpening. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).